Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -9.5 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2019 the lens was explanted due to glare/halos and "ache." Reportedly, the problem was resolved with the explant. The cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: lens returned dry with residue in a micro centrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).